Event description:
It was reported that the pump exhibited a force sensor test. Unable to access the profile settings. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) showed an alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the printed circuit board. As a result, the printed circuit board, force sensor, plunger assembly, clutches, worm coupling, steeper motor, and trust bearing were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.